Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of "unintended shutdown". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation. (B) (4). The software version for this device is currently not known.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition of "pump turns on and off by itself". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Event description:
The facility reported an infusion pump with a malfunction of pump turns on and off by itself, which caused the device to fail to power up. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the high or low volume setting. On an unspecified date and time, the pump was programmed in the dose calculation mode, to deliver an unspecified concentration of levophed, at a rate of 18 mcg/min, to a pt who was status post craniotomy for a subarachnoid hemorrhage following a motor vehicle accident. No further programming was provided. The levophed therapy was being used to maintain the pt's mean arterial pressure (map) between 70-90 mmhg. The pt's baseline blood pressure (bp) was reported as 140/48 mmhg, with a map 75 mmhg, and glasgow coma scale (gcs) 3t. On (B) (6) 2009 at 0300, the blood pressure monitor alarmed and indicated the bp was 76/48 mmhg and map 67 mmhg. The gcs was 3t. The customer contact stated this prompted the nurse to look at the pump. At this time, the nurse noted the display indicated an unspecified alarm code; however, there was no audible alarm tone. The pump was removed from clinical service. The nurse obtained a replacement pump and the levophed therapy was immediately continued. No further medical interventions were required. The customer contact stated within "5-6 minutes of resuming the levophed continuous drip" the pt's bp was 134/50 mmhg, map 75 mmhg and gsc 3t. It was reported that "with exception of the 2-3 minute reduction in blood pressure and map, the pt baseline vital signs in the final analysis were unchanged, and there were no adverse pt sequelae attributed to this event." During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. Though requested, no add'l info was provided.